Event description:
There was a reported problem with one of the two outlets that did not deliver oxygen. No patient harm. Biomedical assessment: testing did not demonstrate problem. The oxygen device was disassembled and inspected. The inside passages were clear and clean and the check valves functioned properly. The device was reassembled and tested with same results.the biomed tech returned the splitter to the unit and asked the staff to recreate the problem. That led the tech to finding a defective bird oxygen blender. The blender does not pass through any oxygen, only air and the alarm does not work. The device was sequestered and will be sent to the manufacturer for evaluation and repair.